Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting rupture. MRI result confirms "perforation in the left side implant" . Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "perforation in the left side implant".

Event description:
Physician reporting rupture. MRI result confirms "perforation in the left side implant" . Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting left side rupture. MRI result confirms "perforation in the left side implant". Device has been explanted and replaced with a non-allergan device.